Event description:
Pt w/history of ICD implant in 1994 presented on 11/25/97 for ICD check. Md documents following closely due to end of life. Interrogation of device revealed charge sum greater than 25 seconds. On 11/25/97, she underwent eval of defibrillator. A fracture of one of the pacing leads was found. The old device was explanted, leads were capped and the abdominal pocket was closed. A new device was implanted. There were no complications.